Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment for the event were unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient recovered from the peritonitis and pd therapy was stopped. No additional information is available.